Event description:
Us complainant reported the patient was on impella support and during support, the automatic impella controller (aic) had persistent "purge disc not detected" alarms. The purge tubing was replaced to no avail. The aic was replaced and support continued.

Manufacturer narrative:
UDI# for the aic is unknown. Device has been returned as of (B)(6) 2025, and evaluation is pending . Once completed a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. As the necessary information was not provided, the root cause of the vt was not determined. B.1 revised selection to adverse event as it was previously entered incorrectly on initial manufacturer device report number 1220648-2025-25299. B.2 revised as a required intervention should of been selected on initial manufacturer device report number 1220648-2025-25299. B.5 revised describe event or problem as it was previously entered incorrectly on initial manufacturer device report number 1220648-2025-25299. Manufacturer device report number 1220648-2025-25362 was submitted to represent the automated impella controller event. D.1 revised brand name as it was previously entered incorrectly on initial manufacturer device report number 1220648-2025-25299. D.4 revised section as it was previously entered incorrectly on initial manufacturer device report number 1220648-2025-25299. D.9 revised as previously entered incorrectly on initial manufacturer device report number 1220648-2025-25299. G.1 revised reporting contact email since initial manufacturer device report number 1220648-2025-25299 was submitted in accordance with updated procedures. H.1 revised selection to adverse event as it was previously entered incorrectly on initial manufacturer device report number 1220648-2025-25299. H.3 revised selections as they were previously entered incorrectly on initial manufacturer device report number 1220648-2025-25299. H.5 revised as previously entered incorrectly on initial manufacturer device report number 1220648-2025-25299. H.6 codes were revised to reflect the correct information in b.5 as they were previously entered incorrectly on initial manufacturer device report number 1220648-2025-25299. H.8 revised as previously entered incorrectly on initial manufacturer device report number 1220648-2025-25299. H.10. The pump was not returned. Therefore, the additional manufacturer narrative on initial manufacturer device report number 1220648-2025-25299 was incorrect to say that the device had been returned.

Event description:
The complainant reported a patient had an impella 5.5 implant and during the implant, the patient had ventricular tachycardia (vt). When advancing the wire across the valve and into the lv, the patient had sustained vt requiring defibrillation at 200j once. The patient was prone to arrythmia. However, it is unknown if the impella implant contributed to the vt.